Manufacturer narrative:
(B)(4). Device evaluated by MFR. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00488. It was reported that a rotawire fracture occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotalink plus and a rotawre were selected to treat the target lesion. During the procedure, it was noted that the rotawire was sheared off by the burr inside the vessel, an attempt to retrieve the separated component was performed using an unspecified retrieval device, however it was a failure. An unspecified stent was then used to embed the separated component unto the vessel wall of the coronary artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was well.